Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: one 0.032" x 60cm spring wire guide was returned for evaluation. The returned swg was unraveled at the proximal end with multiple bends near the middle & distal end. The swg was examined microscopically. The core wire was separated adjacent to the proximal weld, which remained attached to the coils. The distal weld was intact without separation. The product's instructions for use described suggested techniques to minimize the likelihood of swg damage during use & warn against the use of excessive force in removing the swg. The device history record for the swg was reviewed with no findings relevant to this complaint. The reported complaint of swg kinking & unraveling was confirmed through visual inspection of the returned sample. The potential cause could not be determined based upon the sample and information provided. A CAPA has been initiated to address this issue.

Event description:
It was reported by the clinician that the catheter was being inserted in the right internal jugular of the patient. After the catheter was inserted, they experienced difficulty removing the spring wire guide (swg). When the physician pulled out the swg, it was kinked. There were no patient complications reported.